Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. Patient noticed symptoms within three or more hours of insertion. The site of insertion was right hip. High blood glucose (437 mg/dl) was addressed using correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.